Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no ventilation from the device. There was no patient involvement and no health damage to the patient in this incident.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. Functional test done and no abnormalities were found in the product's operation. The cause is unknown as the event did not recur. As a precaution, replacement of the main switch assembly was done. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.